Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Boston scientific technical services (ts) found that muscle noise on the shock electrogram (egm) during the svt episode caused the device's rhythm identification (rid) to conclude the episode was a shockable arrhythmia. No shocks converted the rhythm. Programming options were discussed. No additional adverse patient effects were reported.